Manufacturer narrative:
Investigation is not completed. Additional information has been requested. Trends will be evaluated. This report will be amended when the investigation is completed. This product was manufactured and the event occurred in another country.

Event description:
Broken.